Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a peripheral procedure, the 3.0 x 200 mm armada 18 dilatation catheter was advanced to the target lesion in the mildly calcified anterior tibial artery. The armada 18 balloon was inflated to 8 atmospheres and ruptured during the first inflation. The device was removed without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.